Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack at the lower right hand corner of the lcd screen of the insulin pump. The customer was unaware of how the damage occurred. The customer's blood glucose was 121 mg/dl. The customer mentioned that she had to press the act button several times for it to respond as well. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.